Event description:
A pt was implanted with an lcp plate for a comminuted intertrochanteric femur fracture in (B)(6) 2011. Post-operatively, it was noted that a 7.3mm locking screw had broken. The pt was returned to the operating room on (B)(6) 2012 for hardware removal. All hardware and the threads of a 5.0mm locking screw that peeled off during insertion in the original surgery were removed and pt was revised to a dhs plate. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.